Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the past 5 times he received no delivery alarms. The customer has multiple sclerosis and cannot read or feel the insulin pump. The customer changed the infusion set. Customer's blood glucose level was 600 mg/dl. The alarm was resolved by changing the complete set. The device was not returned.